Manufacturer narrative:
The device was returned for analysis. During visual inspection kinks were observed in the sheath assembly. Microscopic inspection revealed twist in the core image, in the imaging window section.

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the ivus catheter rotated, it became twisted and kinked. The physician was able to remove the device using the usual method. The procedure was completed with another of the same device. There were no patient injuries or complications reported.

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the ivus catheter rotated, it became twisted and kinked. The physician was able to remove the device using the usual method. The procedure was completed with another of the same device. There were no patient injuries or complications reported.